Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was found to have had a firing failure. Log review showed that this reload was fired partially using system (B)(4) on (B)(6) 2021. Additional observation that were not reported was that reload was found to have the knife exposed within the knife track and the knife of the reload was found with an indentation to the blade edge. The known common cause of both these failures is mishandling/misuse. Intuitive surgical, inc. (Isi) has also received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the firing failure through error logs. The system logs showed 1 firing failure due to tissue thickness. The sureform stapler instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on the test sheet and the staple formation was proper. No I-beam damage was observed. A review of the site¿s system logs was performed. Logs show that part number 480460-09, lot l93201012-0077 fired five reloads (1 green followed by 4 blue). The first four firings were completed without any pauses for compression. The 5th firing (blue reload) resulted in a ¿tissue too thick to continue¿ firing failure at 95% completion. This firing had multiple pauses for compression. There were no incomplete clamps performed by this stapler. A review of the site's complaint history revealed no other records for this product. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling with the sureform 60 stapler instrument, the stapler did not fire completely, and failed to deliver the staples, leaving a hole in the stomach. As a result, the hole was over sewed to complete the staple line. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling with the sureform 60 stapler instrument, the stapler did not fire completely leaving a hole in the stomach. As a result, the hole was over sewed to complete the staple line. On 19-feb-2021, intuitive surgical, inc. (Isi) contacted a nurse at the site and obtained the following additional information regarding the reported event: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon used a blue sureform 60 reload installed on a sureform stapler 60 instrument. During the second or third fire, the blade moved forward without forming a full staple line. As a result, there was a hole in the stomach. The surgeon repaired the hole with sutures. The nurse confirmed that there was no issue while clamping down, but there were some pauses for compression. The procedure was then completed with a backup sureform 60 stapler instrument with no further issues. The nurse could not provide any additional information related to the event.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report that incomplete staple lines not recognized during the procedure may require medical intervention, including additional surgical procedures, in the event that the staples are not delivered from the reload. Corrected information can be found the following fields: b1, b2 and annex e code. B1 updated from "adverse event" to "adverse event and product problem" b2 updated to include "required intervention". Annex e updated to include e2108 - failure to anastomose.

Event description:
Refer to h10/h11 for follow-up information.